Event description:
It was reported that during an open sigmoidectomy, the firing knob was broken off at the fourth firing of functional end to end anastomosis. The device was used on the colon. The cartridge was gold. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4) = firing knob, damaged slip block assembly. Additional information was requested and the following was obtained: were any staples deployed prior to the firing knob breaking? No information. Was any portion of the target tissue cut prior to the firing knob breaking? No information. If the device stapled and cut was the firing sequence able to be completed? No. Did the firing knob fall into the patient? No. If yes, was the firing knob retrieved? Na. Did the device staple? No information. Did the device cut? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 62 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.